Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mid left anterior descending artery (lad). Following stent deployment, a 3.5mm x 12mm quantum maverick balloon catheter was advanced for post dilation. However, upon inflation, the balloon ruptured. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic investigation of the balloon material revealed a pinhole less than 1mm proximal of the distal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mid left anterior descending artery (lad). Following stent deployment, a 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for post dilation. However, upon inflation, the balloon ruptured. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.